Manufacturer narrative:
Visual inspection: the subject device was returned fractured confirming the reported event. A visual analysis was performed by the material analysis team. Material analysis was performed and concluded that the device fractured due to a failure in fatigue. No material or manufacturing defects were observed on the surfaces examined. The investigation determined the likely root cause of the event to be failure in fatigue based on the material analysis performed on the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Depth gauge broke while being used in a total hip.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Depth gauge broke while being used in a total hip.

Manufacturer narrative:
Changed from mutagenic testing, to manufacturing review.

Event description:
Depth gauge broke while being used in a total hip.